Event description:
The customer reported that insulin was leaking past the o-rings into the reservoir compartment. Troubleshooting was performed and found that the customer slides the plunger up and down during filling. Explained to the customer that she could cause a force leak path. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.